Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
Upon admission to post anesthesia care unit (approximately 30 minutes after leaving surgical suite), it was discovered that the patient had lost motor function in both lower extremities. As spinal cord ischemia was suspected, a spinal drain was installed. Over the next few hours, the patient regained 5/5 motor function on left leg, but the right remained diminished (4/5). By (B)(6) 2015, motor function returned to normal (5/5) on the right side.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, specifications, instructions for use (IFU), and trends was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review could not be performed as the complaint lot number was not provided. Spinal cord ischemia is a rare result of a thoracoabdominal aortic surgery. It is caused by a low level of blood circulation to the spinal cord. This can be due to an injury to an extra vertebral feeder artery or the aorta, an interruption of blood flow in the aorta, or by the presence of a diseased aorta. Therefore, this condition is usually due to the patient's condition and the occurrence of an aortic surgery. A symptom of spinal cord ischemia is low back pain, which was experienced by the patient according to the complaint report. Based on the information in the complaint file, it is likely that the cause of the spinal cord ischemia was procedure related - patient condition. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.

Event description:
It was reported that after an endovascular abdominal aortic aneurysm (aaa) repair (evar), upon admission to post anesthesia care unit (approximately 30 minutes after leaving surgical suite), it was discovered that the patient had lost motor function in both lower extremities. As spinal cord ischemia was suspected, a spinal drain was installed. Over the next few hours, the patient regained 5/5 motor function on left leg, but the right remained diminished (4/5). By 12/18/2015, motor function returned to normal (5/5) on the right side.